Event description:
The customer reported that the device has insufficient autonomy, power issues. During testing, the device was found to display a battery depleted message with an empty battery icon upon power up. Device was connected to ac power and, displayed a keep device plugged into ac message. Device and passed self-test. Once the device was disconnected from ac power, device displayed a depleted battery message and powered off. The battery was replaced and the ¿change soft¿ key was pressed. The device then passed testing. The complaint was confirmed and the probable cause is related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.